Event description:
Physician was attempting to use the amphirion deep pta balloon catheter during procedure. The balloon was inflated with an inflation device. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray and there were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. There was no resistance encountered when advancing the device. The device did not pass through a previously deployed stent. It was reported that balloon burst, leak or catheter leak occurred during balloon inflation at rbp. The balloon did not fragment, and there was no vessel injury. The procedure was completed using pta balloon from another vendor company. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.